Event description:
Physician reported, a rupture. Seroma-late, inflammation, visibility/palpability and lymphadenopathy. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on radius assessed, as a surgical impact opening (shell thickness within spec). Visibility/palpability: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Inflammation/irritation: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported seroma-late, inflammation and visibility/palpability.

Event description:
Physician reported a rupture. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.